Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been updated which was not included with the original medwatch report. The new information has been provided with this report. The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing. The insulin pump had a cracked reservoir tube lip, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. No data was available on the insulin pump history downloads from (B)(6) 2015.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death is unknown, possibly heat related. The caller also stated that the customer had heart problems, kidney transplant, a heart attack last summer, and a mild stroke approximately one year or longer ago. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. The customer was using sensors but was not wearing one at the time of death. The caller stated that the customer had taken the sensor off and did not replace it because he only had one sensor left. The caller agreed to return the insulin pump for analysis. No further information is available at this time.